Manufacturer narrative:
Corrected information: device code (B)(4) is no longer applicable for this event. Review of this MDR and the additional information received has determined that there is no longer any information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 04-dec-2017 from a healthcare professional (hcp) via a company representative who reported that a pump alarm was heard and confirmed by telemetry. The alarm occurring was the "stopped pump period may exceed tube set occurred" alarm. On (B)(6) 2017 the patient had her pump programmed to stopped pump mode. The current managing physician was new to the patient and today they checked the pump status and the tube set alarm had occurred. The physician elected to start the intrathecal therapy again at a lower dose. The pump was delivering hydromorphone (10 mg/ml at 0.481 mg/day). No further complications were reported/anticipated.

Event description:
Information was received from a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that patient wanted to know why the pump had a motor stall. Patient service specialist (pss) redirected to the healthcare professional (hcp). No patient symptoms were reported. No further complications were reported.